Event description:
Patient is taking bydureon 2mg/pen. Patient brought medication in and demonstrated to a pharmacist how he correctly primed the medication. The pen would not release medication and the plunger would not budge. Patient repeatedly jab himself to try to get the medication to release. Bydureon, 2 mg. Is the product compounded: no. Is the product over the counter: no.